Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported by the patient that six infusion set cannula was kinked within 3 hours of insertion. Event was occurred on 22/09/2024, 29/09/2024, 03/10/2024, 05/10/2024, 06/10/2024 and 06/10/2024. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-31305- device 1 of 6